Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had a sensor anomaly. Customer's blood glucose value was 400 mg/dl at the time of the incident. The customer did not mention any hospitalizations. The customer declined to troubleshoot for high blood glucose reading as she knows the cause. Troubleshooting was performed for the sensor and it was determined that nothing will need to be replaced or returned.